Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia. The customer blood glucose level was 24 mmol/l and treated with manual injection. Customer declined to troubleshoot for the high blood glucose because it went out of the auto mode. The insulin pump will not returned for analysis.